Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The reported defective device has yet to be returned to the MFR for a device eval. The firm is attempting to obtain the device. An investigation into the root cause of this incident is currently in progress. The results of the device eval will be sent via a f/u medwatch. (B)(4).

Event description:
As reported on (B)(6) 2013, on (B)(6) 2012, a pt of unk age and gender presented for a hemodialysis catheter placement. The dialysis catheter was placed through the jugular vein. There was no report or complications or device failure and the procedure was successfully completed. It was reported that chlorohexidine was used for the insertion site care, and no acetone was used on the device. Approx two months post procedure, on (B)(6), 2012 it was reported the catheter was leaking under the hub to the distal side on the artery side. It was reported that the blood loss was minimal. The defective device was removed and replaced with a new of the same device. It was reported the pt is doing well and has suffered no harm or injury due to the event. It was reported the device is available for return to the MFR for eval.